Event description:
Follow up with the international representative found that the incomplete diagnostic test performed on (B)(6) 2008 might have been due to the "out of battery of the hh" or the lack of expertise of the past representative. However, regardless of the reason for the faulted test, it was reported that this did not represent an issue to the patient's intended therapy. According to the patient's parents, the patient had a complete control of seizures between the period of 2008-2012. In addition, according to the physician, the therapy was the adequate, including the off time 60 minutes.

Event description:
A review of the patient's programming history found that the patient's settings were changed to faulted settings on (B)(6) 2008. While the system diagnostic test performed on this date was not faulted, the patient's changed settings are indicative of an incomplete diagnostic test. The output current was adjusted to 0.5ma within the same visit; however, the off time was not changed from 60 minutes, which left the patient with an inefficacious duty cycle, and the magnet output current was not changed from 0ma. The patient's off time was not adjusted from 60 minutes until the (B)(6) 2008 visit. On (B)(6) 2008, another faulted system diagnostic test was performed at the end of the visit. Upon initial interrogation in the following visit, (B)(6) 2008, the patient was found to be at faulted settings. The patient's output current was changed back to 1ma during this visit; however the off time remained the same.

Manufacturer narrative:
Analysis of programming history.